Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology were not reported. It was reported that an endoleak was observed at the index procedure. The physician believed this was a type ii endoleak. The physician indicated the endoleak may be a type I; however, it is unknown if this was a proximal or distal type I endoleak. No secondary intervention was performed and the patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); lack of information (unknown type and cause of endoleak). Conclusions: lack of information (unknown type and cause of endoleak).